Event description:
The manufacturer received information alleging a ventilator was alarming and its operation became unstable. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and an issue related to the active exhalation control module was observed. The device's active exhalation control module was replaced to address the issue.